Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5157684.

Event description:
Voluntary medwatch received states that a performance issue on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead. There were no patient consequences.